Manufacturer narrative:
Additionally information: tge373715/ 13051849 (B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images were requested but not available for analysis. According to the gore® tag® thoracic endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and reoperation. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The patient referenced in this event file is enrolled in a reimbursement registry in (B)(4), (B)(4). On (B)(6) 2015, the patient was hospitalized with a chest pain and implanted with a conformable gore® tag® thoracic endoprosthesis to treat a saccular thoracic aortic aneurysm. On (B)(6) 2015, the computed tomography angiography (cta) reveled a proximal type I and a type ii endoleaks. On (B)(6) 2015, the patient underwent the embolization procedure of the left subclavian artery to treat the type ii endoleak, and the additional ballooning procedure proximally to treat a type I endoleak. It was reported that the type ii endoleak was solved, however the proximal type I endoleak was still existing after the re-intervention, but was actually thrombosing. Additionally, during the re-intervention, after the proximal dilatation of the endoprothesis, the angiography showed a calcified significate stenosis of the right external iliac artery. A pta ballooning procedure with a stent absolute pro 8*40 was performed. The post procedural images on (B)(6) 2015, confirmed the presence of the proximal type I endoleak. The physician decided to monitor the patient. The patient discharged from the hospital on (B)(6) 2015. The follow up images on (B)(6) 2016, confirmed the presence of the proximal type I endoleak. No further adverse events have been reported. The physician is monitoring the patient.